Event description:
Reported blood glucose results of 144 mg/dl and 110 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt performed a blood glucose test and obtained 118 and 127 mg/dl on the reported meter.